Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the device would not sense. As a result the main board and lead connection flex assembly were replaced. (B)(4).

Event description:
It was reported that the external pulse generator (epg) would not pace. The epg was returned for servicing. There was no patient involvement.